Event description:
No additional information.

Manufacturer narrative:
Investigation results: bd was not able to confirm the customer¿s indicated failure mode because no samples or pictures were received to perform investigation. The manufacturing records for this batch has been reviewed and nothing extraordinary occurred during the manufacturing process related to this failure mode internal quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 20g x 1.00 in - 383592 - separation. It was reported by customer that the catheter below came apart while being used in a clinical setting.